Manufacturer narrative:
The field service engineer (fse) checked the analyzer and performed maintenance. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results for 1 patient sample tested on a cobas 6000 c501 module. The reporter stated that they have been obtaining high results from the module. The initial results were not reported outside of the laboratory. The reporter deemed that the results were unbelievably high which prompted a rerun of the sample. The reporter was able to provide two examples of questionable results: the initial sodium result was 196 mmol/l with a repeat of 136 mmol/l. The initial potassium result was 5.77 mmol/l with a repeat of 3.7 mmol/l. The sodium electrode lot number is q19 with an expiration date of 14-jun-2022. The potassium electrode lot number is f76 with an expiration date of 29-jan-2023.

Manufacturer narrative:
The field service engineer's (fse) additional actions include: he exchanged the sipper nozzle, pinch valve tubes, and solenoid valves. He confirmed that the module was performing again within specifications. A reagent or electrode-specific issue can be excluded. The alarm trace and result printouts were requested but not provided. The cause of the event could not be determined.